Event description:
Information was received regarding a cadd solis vip pump. It was reported that the device did not infuse any of the drug while attached to the patient. It is unknown if there was patient, or clinician injury associated with these occurrences. No further details provided at this time.